Event description:
A report was received that the patient passed away one day after the trial procedure. The physician was not aware of the patient's passing and does not have any information regarding the death. No additional information will be provided to bsn.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50e, serial/lot # (B)(4), description: 50cm trial lead with stiff stylets.